Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the patient's esophagus to the recommended pressure and held there for 5 minutes. However, the balloon burst. There was some bleeding after the procedure, but the physician commented that it was not more than that normally caused by this type of dilatation. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of balloon burst. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was inflated in the patient's esophagus to the recommended pressure and held there for 5 minutes. However, the balloon burst. There was some bleeding after the procedure, but the physician commented that it was not more than that normally caused by this type of dilatation. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the device revealed the balloon portion of the device to be torn longitudinally. No damage was noted to the catheter of the device. The complaint that the balloon had ruptured was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g. Balloon comes into contact with sharp exterior source). Therefore, the most probable root cause for this complaint is operational context.